Event description:
Patient was having a tonsillectomy and adenoidectomy done. During follow up exam, it was noted that there was a 4-5 mm through hole in the soft palate that may require repair. First event occurred approximately 3 months ago, and recurred last month on a different patient.manufacturers instructions were followed.the rep was going to come by to discuss, and was going to notify the product manager immediately.